Event description:
It was reported that the patient had an implantable neurostimulator (ins) that was supposed to last 3 to 5 years but it was replaced in 18 months. It was later reported the patient had increasing neck pain radiating to the upper extremities and the pain was severe and constant. It was stated the ins in their neck was not giving them the same relief as it previously had and it¿acts up.¿ it was noted sometimes the ins gave him too much and sometimes too little and sometimes it was in varying distribution. Reportedly, the patient¿s battery was depleted, their stimulation was erratic and it needed to be replaced. It was also stated the patient¿s electrode may need to be repositioned. It was noted the patient stated their condition had worsened. It was reported the patient¿s ins was replaced and the old system was in good position without evidence of infection. It was stated all connecting wires were in good position and the new system was in good position. Reportedly, the patient¿s postoperative recovery was unremarkable.

Manufacturer narrative:
Concomitant products: product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2009, product type extension; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2009, product type extension; product ID 3998, lot # l92553, implanted: (B)(6) 2001, product type lead; product ID 7435, serial # (B)(4), implanted: (B)(6) 2001, product type programmer, patient. (B)(4).